Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage was found to the yaw pulley. The instrument had thermal damage on the bipolar yaw pulley, and it passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a plastic broken at the top. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken plastic was in the distal end and no piece detached or broke off.